Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a faulty pole clamp. There was no patient involvement. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a faulty pole clamp was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken pole clamp. Appropriate action was taken to correct the reported problem by replacing the pole clamp. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.